Event description:
The sales representative reported that the screwdriver was found in the hospital's inventory with a broken handle. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation:evaluation results indicate that this event was design related. The ultem handle material has been upgraded to improve the reliabilty and durability of the instrument handle.